Event description:
It was reported that the patient wanted the vns device explanted due to ongoing pain and discomfort. No surgical intervention is known to have occurred to date. No additional relevant information has been received to date.

Event description:
Additional information was received from the physician stating that the pain started for the patient about a year ago. He also stated the adverse events for the patient were burning and pressure in the throat as well as the voice becoming hoarse with stimulation. The referral for explant was for the patient's comfort. No surgical intervention is known to have occurred to date.